Event description:
Platinum clinical study. It was reported that a plaque distal to the stent occurred. In (B)(6) 2009, the subject presented with silent ischemia and the subject was referred to cardiac catheterization. The first target lesion was located in the mid left anterior descending (lad) artery with 75% stenosis, a length of 12 mm and a reference vessel diameter of 3.0 mm. The physician treated the first target lesion with pre-dilatation, placement of a 3.0 x 18/20 mm study stent, and post-dilatation with 0% residual stenosis. The second target lesion was located in the mid right coronary artery (rca) with 75% stenosis, a length of 12 mm and a reference vessel diameter of 4.0 mm. The physician treated the second target lesion with pre-dilatation, and placement of a 4.00 x 18/20 mm study stent with 0% residual stenosis. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented with pressure in the chest and was diagnosed with congestive heart failure and stable angina. In (B)(6) 2013, the subject was hospitalized. Two days later, the 99% stenosis noted in the distal rca was treated with pre-dilatation, placement of 3.5 x 30 mm non-bsc drug eluting stent, and post-dilatation with 0% residual stenosis. During the procedure, a plaque was observed distal to the study stent placed in mid rca. The subject was discharged the following day.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that on (B)(6) 2009, the first target lesion located in the mid lad was treated with inflation using an 2.5 x 12 mm apex balloon catheter at 6 atmospheres for 30 seconds. Following dilation, spasm and dissection was noted. The event was resolved with stenting. After implantation of 3.0 x 18/20 mm study stent another inflation was performed using a 3.0 x 12 mm quantum maverick balloon catheter at 16 atmospheres for 5 seconds for first inflation and 18 atmospheres for 5 seconds on the second inflation then ivus was performed. Also, the second target lesion located in the mid rca was treated with inflation of a 3.0 x 12 mm quantum maverick balloon catheter for 14 atmospheres at 15 seconds and after implantation of a 4.00 x 18/20 mm study stent, ivus was performed. It was also further reported that in (B)(6) 2013, electrocardiography (ECG) revealed lateral myocardial infarction and a clear q wave was unidentifiable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).